Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-aug-15 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that in (B)(6) 2018 or (B)(6) 2018 the patient noticed their pain was starting to get worse. In (B)(6) 2019, the patient informed their healthcare provider (hcp) about their worsening pain, and was told they were at the maximum amount of dilaudid. On (B)(6) 2019, the hcp switched the drug to fentanyl. On (B)(6) 2019 the hcp did a dye test and the pump was working fine, but the catheter was blocked off. The catheter needed to be replaced. The hcp put saline in the pump and the patient was not getting any pain medication at the time of report. The situation was being addressed by the hcp, and the patient wanted to notify a manufacturer representative. It was unknown when the catheter would be replaced. No further complications were reported or anticipated.